Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported during knee arthroplasty that when the patellar implant was opened, a small abrasion was observed on top of the white peel cover of the packaging. Out of caution, the patella was discarded still sealed in the packaging and another patella was used to complete the procedure. No adverse events were reported as a result of this malfunction.